Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and interstim-other. It was reported that when the patient was getting the system removed, so that they could get mris, a lead fragmented and was left inside the patient. The lead had extended electrodes and the extended part (electrode 0 and 1) broke off inside the patient at the lead site, not the pocket site. The rep wanted to know the patient's MRI eligibility if the lead segment was left in the patient. For the moment, they were going to leave the lead in the patient. No symptoms reported. The issue occurred on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.